Event description:
It was reported there was a loss of capture observed on the right atrial (ra) lead. A lead dislodgement was noted. During the lead revision procedure, the ra lead was unable to be disconnected from the device header. The ra lead was cut and explanted. A new ra lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and failure to remove lead from header. As received, only the connector portion of the lead was returned in one piece for analysis. The reported event of loss of capture and failure to remove the lead from header were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies. The is-1 connector dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specification. Unable to perform helix mechanism/extension length test due to the condition of the lead as received.